Event description:
It was reported that the pt underwent bilateral posterior lumbar interbody fusion (plif) and reduction with instrumentation at l5-s1. Sometime post-op, the pt felt back pain upon rising from the toilet. The pt was seen for f/u. X-ray films suggested possible hardware issue. The pt underwent revision surgery. A hardware issue was confirmed; the tulip was off the screw at l5.

Manufacturer narrative:
X-rays showed construct at l5/s1 with plif peek. Tulip dissociation noted in one screw at l5. Mild spondy persists at l5/s1. The screw was returned for eval. The broken off bone screw component of the ma screw was missing and not returned for analysis. The mas head (tulip) lower diameter was within spec. The retaining ring appears to fully seated, but has been sheared off. A review of the device history records did not identify any applicable nonconformance to spec.